Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the high impedances and settings not available message wasn¿t determined but was possibly due to blood/fluid on the electrodes that resolved over time. The rep reported that everything resolved after a few days. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had a complete system replacement yesterday. The patient was programmed post-op and impedances were good. Last night, the patient received "settings not available" on their controller and did note any falls/trauma between surgery and last night. The rep checked impedances today and several were out of range. Patient currently has 3 groups. Ref 0-0, 3, 4, 10, 15 were green. 1, 5, 6, 6, 8, 9, 11, 12, 13, 14 were over 40k. Ref 1 - 0, 3, 4, 10, 15 were green. Ref 5 - all over 40k. Ref 8 - all over 40. Ref 12 - all over 40k. Ref 10 - 0 -2760, 2 - 9870, 3 - 2290, 4 - 1690, 15 - 2370, rest were over 40k. The rep confirmed seeing the pa torque down the screws yesterday at implant and imaging showed new lead was placed in exact same spot as the old one. Tss suggested reprogramming on viable electrodes with lowest impedance and monitoring patient along with obtaining imaging to check for any damage/migration. Tss suggested checking impedances early next week to see if things normalize as more time passes from time of implant (i.e. If there is fluid or blood causing an issue) and determine next steps. No further complications were reported/anticipated.